Event description:
The user facility reported the following event in regards to the hv lumbar valve system: the surgeon notified the rn that the tubing had disconnected from the valve, which had been implanted in 2006. The surgeon had to open the patient back up and noticed that the line was separated. Revision was done 6 days after implant, with another hv lumbar valve system from the same lot number.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.